Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer received an additional information on patient alleging nasal congestion. There was no report of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box g, h has been updated/ corrected.